Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated they are asymptomatic hypoglycemic and woke up to the cgm alerting at 41 mg/dl. The patient looked at her omnipod meter that was reading 66 mg/dl. The patient became worried and drank 3 glasses of orange juice and ate several peanut butter cookies and a few pieces of candy. The patient¿s girlfriend called the paramedics and when they arrived, they checked her bg that was reading 26 mg/dl. The patient was advised by the paramedics to eat a peanut butter and jelly sandwich and once she became stable, they left. At the time of contact, the patient was feeling better. Additional patient or event information is not available.